Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch# (B)(4) that catheter withdrawal difficulties were encountered. The target lesion was located in a saphenous vein graft (svg). An nc quantum apex balloon catheter was advanced for dilatation with a non-bsc embolic protection device in place. However, difficulties were encountered retrieving the nc quantum apex balloon catheter and non-bsc embolic protection device from the svg. Subsequently, the sheath was removed, additional access was obtained, and the procedure was completed with a different device. No patient complications were reported.